Event description:
It was reported that during a rectum procedure, the device did cut, but it did not staple completely. A new like device was used to complete the case. There was not adverse patient consequence.